Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that there was misalignment in the touch position. It was reported there was no patient involvement at the time the issue was discovered. It was reported that there was misalignment in the touch position. A field service engineer (fse) went onsite and attempted a calibration of the touchscreen to resolve the issue, but this was unsuccessful. The fse then replaced the touchscreen and confirmed he reported issue was resolved. The fse replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil). The touchscreen was tested, the failure was confirmed. Pil found that this touch screen failed all diagnostics testing and resistance measurements which were out of specification. The touchscreen failed due to multiple resistance measurement failures.